Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6)2020. The customer's blood glucose level at the time of the incident was 33.3 mmol/l. The customer was in the emergency room and treated with intravenous insulin. The insulin pump had an insulin flow blocked alarm before this event. The customer stated that they were not able to control their blood glucose and they changed the site. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.